Event description:
Additional information was received indicating that this right ventricular (rv) lead exhibited high capture thresholds and a drop on pacing impedance. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.